Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suffered cardiac arrest and was given external defibrillation by emergency team. Later in clinic, the device was interrogated and found in back up vvi mode. The device was restored to normal functions. Patient is in a stable condition and had a change in medication.

Manufacturer narrative:
(B)(4).